Event description:
Minimed 670 insulin pump is not properly putting insulin in me. It put in 6 units (more than I ever take). My sugar was 99 with 3.6 unused units of insulin still in my system. Had to immediately eat 12 sugar tablets to avoid seizure or worse. I had a similar incident 3 weeks ago. I checked my sugar around 4:00 am and it was 187. I took 1.2 units to correct high (per pumps calculations). Went back to sleep. Woke up around 7:00 with a severe low. Level in the mid 90¿s with 1.6 unused units of insulin and 3 arrows pointing down which means I have been 45 points lower in 15 minutes. This also would have been a potential seizure or worse if I hadn't woke up. The pump put in .4 units and an additional 1.10 units between 5:00 and 6: while sleeping. I have documentation. Had to get a pump replacement a month ago since my numbers were very high and wasn't working . The replacement pump was a ¿lemon¿ per medtronic rep. I am now on 3rd pump in less than a month with same issues. Customer service is very poor and time consuming. The stress, sleep deprivation (from pump alert going off, and anxiety is overwhelming. Dr. Has begun paperwork process for a tandem pump. In the meantime, I am stuck with a medical device that I have no confidence in. Dose or amount: varies, frequency: varies, dates of use: 24/7 glucose monitoring, diagnosis or reason for use: diabetic.